Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 503 mg/dl with an unknown cause. The customer delivered a bolus via pump to address high bg. The customer declined to troubleshoot with tandem technical support.